Event description:
It was reported that while using bd facs¿ sample prep assistant iii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5) biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Customer reports that the washing station is overflowing. Customer has cleaned the filter but the issue persists."

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: ¿ scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). ¿ problem statement: customer reported: wash station is overflowing. ¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 07jun2021 to date 07jun2022 (rolling 12 months). ¿ investigation result / analysis: per fse¿s report: found no vacuum on waste pump. O replaced waste pump. O primed system. O performed weekly clean. O replaced inline filter, as partial blockage occurring intermittently. O no further issues. O sample preparation was not affected. O there was no delay in patient treatment due to any unexpected results. ¿ service max review: review of related work order# 02482387. Install date: 21nov2017. Defective part number: 334297 ¿ miniwash pump, 640540 filter inline holder. Work order notes: o subject / reported: wash station is overflowing. O problem description: fluid leak. O cause: defective waste pump ¿ clogged in-line filter. O work performed: replaced waste pump and in-line filter. O solution: replaced waste pump and in-line filter. ¿ returned sample evaluation: did not request return of defective parts ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: r0498 and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #100245ra, revision 03 was reviewed. O hazard(s) identified? Yes or no? O hazard ID: 3.1.29 _. O hazard: environmental biohazard. O severity: 5. O probability: 1. O risk index: 5. O implementation: bd facs sample prep user¿s guide. O risk control: afap. O mitigation(s) sufficient? Yes or no? ¿ root cause: based on the investigation result and the fse¿s report the root cause was a defective waste pump and clogged inline filter. ¿ conclusion: based on the investigation results and the call report the complaint was confirmed for wash station overflowing. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)biohazard 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6). After waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." Customer reports that the washing station is overflowing. Customer has cleaned the filter but the issue persists."